Event description:
New information received notes the implantable cardioverter defibrillator was explanted and replaced. The patient condition is unknown.

Manufacturer narrative:
The reported event of output anomaly could not be reproduced in the lab. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2023-03123. It was reported that the patient presented to the clinic on (B)(6) 2023 for a follow-up after receiving inappropriate shocks and anti tachycardia pacing. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that the ICD delivered inappropriate shocks due to noise oversensing on the right ventricular (rv) lead. There was inhibition of cardiac therapy due to rv lead noise as well. It was noted that there was high pacing lead impedance and low high voltage impedance on the lead. Programming changes were made to the device. There were no adverse consequences to the patient.